Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing that led to pause episodes. No intervention was performed. There were no patient consequences, and the patient will continue to be monitored. On (B)(6) 2024, the icm was explanted and upgraded electively to pacemaker. The patient's condition was stable.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing that led to pause episodes. No intervention was performed. There were no patient consequences, and the patient will continue to be monitored. On (B)(6) 2024, the icm was explanted and replaced for unknown reason.